Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 21:29:33. During night drain cycle six, the patient's ultrafiltration reading was 1231ml, indicating the home patient (hp) drained 1231ml more than their maximum programmed fill volume of 1800ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the issue was confirmed through the review of the event history logs. This complaint is an ancillary service event. The cause was determined to be an insufficient drain due to one or more cycles advancing to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a follow up medwatch will be submitted.